Event description:
A surgeon reported a patient experiencing decreased visual acuity and a dark crescent in the periphery of his vision following intraocular lens (iol) implant surgery. The surgeon reported the decreased visual acuity was due to an epiretinal membrane. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/03/2009, 02/04/2009, and 02/18/2009 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 03/05/2009.